Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon on the vaso view hemopro was inflated for 5 seconds and then popped. Smoke was obstructing visualization. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify and non-conformities. The btt balloon was inflated with 25cc of air through the baloon inflation port and submerged in water; there were bubbles observed out of the suture line part of the silicon. The btt was inspected under a microscope; the silicone balloon was cracked (rupture) in the suture line section. While we are unable to conclusively determine a root cause, each btt undergoes through a full inflation and deflation inspection prior distribution. Based upon the evaluation results, the reported complaint was confirmed. A lot history review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).